Event description:
It was reported that the ventilator had an error code indicating co2 rebreathing risk. There was no patient involvement. The service provider (sp) inspected the device and confirmed the error code in the ventilator diagnostic logs. The sp recommended that the gas delivery system be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The fse replaced the flow sensor assembly to resolve the issue. However, during verification testing, the leak test failed due to boot damage during the service repair. The information provided by the evaluation determined the device failed to meet specifications. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The removed airflow sensor was returned to the product investigation lab (pil). The airflow sensor was verified to read -20.6 standard liter per minute (slpm) at zero flow and failed the accuracy testing. The pil technician also verified that the airflow and o2 sensor printed circuit board assembly (pcba) on the suspect flow sensor assembly displayed an extreme number of hours used. Pil verified that a faulty airflow and faulty o2 flow sensor on the flow sensor assembly.